Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act, up arrow and down arrow button. Connector was inspected and locked on liquid-crystal display board. No button error alarm during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime alarm test, force sensor test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Insulin pump was tested with no frozen screen, audio/beep and time clock anomaly noted. Battery cap was inspected and no melted noted. However, found stripped cap coin slot. Insulin pump received with corroded battery tube noted. No burn damage on electronics assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display after installation of new battery. The customer's blood glucose level was unknown. It was also reported that battery cap was melted and screen was not completely blank. The insulin pump will be returned for analysis.